Event description:
It was reported that pump malfunction occurred after pump got wet, and pump screen became dark and would not turn on despite attempts to charge and restart it, with no red light indicators observed. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, technical support arranged pump replacement and discussed an out-of-warranty loaner pump option, and no additional outcome details were reported.